Manufacturer narrative:
One smiths medical medfusion was returned for analysis with a contaminated bottom case. Event log history was performed and indicated that primary audible alarm error was recorded in history. During analysis the reported problem was able to be duplicated. It was noted that contamination in the bottom case was the cause of the reported issue. Service replaced the speaker to correct the reported issue and that cleared up the problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.